Event description:
The customer reported that they were running a therapeutic plasma exchange (tpe)procedure and the plasma was yellow to start. About 15 minutes into the procedure, the plasma line contamination alarm was generated. The rn increased the hct by 3% but the plasma continued to look wine-colored. The customer checked the loading inside the centrifuge and there were no issues. A physician was called and a sample was collected to evaluate for hemolysis. The operator aborted the procedure without rinseback and set up a new disposable set on the same machine, per physician's advisement. Per the customer, the patient is instable condition and no medical intervention was necessary. The patient underwent the procedure on the second kit well. The customer declined to provide patient's identifier and age. The disposable set is not available for return because it was discarded by the customer. This report is being filed due to alleged hemolysis.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: per the customer, they were using acd-a, 0.9% saline, and 5% albumin in bottles that were not diluted for the solutions. The rn called the lab to find out the plasma color of the cbc sample. The lab sample was normal yellow plasma. After a new disposable set was loaded on the same machine, the procedure was completed without any additional incidents. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. Actual hemolysis could not be confirmed and the lab sample from the customer showed normal yellow plasma. It is possible that this was a spillover event and no hemolysis actually occurred. Possible causes for spillovers include but are not limited to inaccurately entered patient information (ex: hct) or late data entry or misloading of the set in the centrifuge which could cause a line to be occluded. Cobe spectra machines are equipped with rbc detectors and will trigger fail-safe alarms such as plasma line contamination detection as experienced by the customer. Depending on the alarm condition, the system may provide options on the screen to assist the operator to resolve the alert and continue. No safety issue is generally attributed to a rbc spillover. The volume of red cells lost during a spillover event is minimal, and the operator can make a determination as to whether the volume of rbc's present in the collected product is of concern.